Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe s2 ns 5ml had an illegible barcode. The following information was provided by the initial reporter: "the barcode on the box (first packaging level) as well as the outer carton is broken into 2 rows instead of being displayed in 1 row. Consequence is that their scanner cannot read the barcode. Our customer requires a change to one row and wants to know by when this can be done."

Manufacturer narrative:
This MDR should be considered cancelled. Additional information was received that changed the reportability to be not reportable.

Event description:
It was reported that syringe s2 ns 5ml had an illegible barcode. The following information was provided by the initial reporter: "the barcode on the box (first packaging level) as well as the outer carton is broken into 2 rows instead of being displayed in 1 row. Consequence is that their scanner cannot read the barcode. Our customer requires a change to one row and wants to know by when this can be done."